Event description:
A consumer reports that his vision is not as sharp as he would like it to be following intraocular lens (iol) implant surgery. At the request of the consumer, the surgeon has not been contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 11/14/2008.